Event description:
It was reported there was a missed alert transmission. Patient had an optivol event. The device tried to reach the monitor from that time but without success, and after three days (as expected) registered an unsuccessful wireless transmission. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.